Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was not able enter MRI mode. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was explanted on (B)(6) 2024.